Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a lead revision. Prior to the procedure, it was noted that atrial lead exhibited decreased atrial sensing. The physician attempted to reposition the atrial lead but the lead helix failed to extend. The atrial lead was explanted and replaced. The patient was in stable condition before, during, and after the procedure.